Manufacturer narrative:
(B)(4). Additional information was obtained: were there any issues intra-operatively in the initial procedure? The problem occurs around 24-48 hours post op. This included high heart rate, fever and abdominal pain. The surgeon had to reassess to find problem. Which side of staple line showed necrosis? Total staple line failed, both sides. What evidence indicates this is caused by necrosis? Around 48 hours next surgical exploration found leakage. As the incidents occurred last year, have you changed your technique? Changed to manual technique with less frequent failure of anastomosis. Did you notice more necrosis where staple lines crossed? The staple lines did not cross.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the current patient status: the patient passed the complication and is fine; what were the indications for the surgical procedure: gastrojejunostomy partial gastrectomy for cancer. The surgeons received appropriate training on how to use the lineal cutter; were there any issues noted intra-operatively with staple performance to include staple malformation: at the time of surgery no alteration was not noticed in the formation of the staples, the problem began between 4-5 days after surgery and was necrosis of tissue at the edge of staple. The stapler with calibration blue and one with gold color calibration; how were the post-operative issue identified: severe intra-abdominal infection, anastomotic leak; how long after surgery was the issue confirmed: actually the problem is identified soon after the clinical manifestations 4-5 days; where exactly was the point of necrosis identified: it was in the edge gastric; why does the surgeon feel that this device is not designed to perform these types of applications: the experience with these cases makes us think, because our service performs a very high number of gastrectomy every year, about 140 cases and we are used to this type of anastomosis. So far we necrosis happens in the stapler line; what type of gastrectomy was done (partial, full or sleeve): partial gastrectomy and roux-y reconstruction; would the surgeon be willing to speak to medical and engineering: of course yes the five surgeons are anxious to talk about it. Post market surveillance team made multiple attempts to reach out to the affiliate to set up a call with surgeon(s) and no response or limited responses were received.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information received: no sales rep was present during the surgery. The event is post operatory. Date is not available.

Event description:
It was reported that after a gastrectomy procedure, there has been gastrojejunal anastomosis. There was necrosis in stapler line of the device. The device was used with the golden cargo. The anastomoses are with thick tissue (stomach) and thin tissue (jejunum). It has selected the height of the golden staple, since the surgeon thinks is most appropriate. Their reasoning is that if you use the green may have a leak by the thin tissue of the jejunum. And if you use the blue, l may have problems because the stomach is thick tissue. However, using the golden staple, staple line becomes necrotic tissue and has had complications because of that. He thinks that the stapler is not designed to perform anastomosis with different thicknesses of fabric. There were no adverse consequences for the patient.